Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This 23 mm sjm trifecta valve was implanted on (B)(6) 2011. On (B)(6) 2015, the patient presented with aortic insufficiency. After the aortotomy, one of the cusps was noted to be brown and discolored and had torn away from the stent post. The other two cusps were fine. The valve was explanted and replaced with a 23 mm sjm regent mechanical heart valve. The patient is doing well post-operatively.